Event description:
It was reported that while attempting to advance the absolute pro stent system over the non-abbott guide wire, outside of the anatomy, the stent system froze on the guide wire. The stent system could not be advanced or withdrawn. The stent system and the guide wire were removed as a single unit. A new non-abbott guide wire was inserted into the right iliac and a non-abbott stent was advanced successfully over the guide wire. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The self expanding stent system (ses) was returned with blood in the guide wire lumen, on the handle and on the non-abbott guide wire, consistent with handling and being advanced over the guide wire. The stent implant was stationary on the shaft but was not between the markers. The distal end of the stent was located 3mm past the distal marker. There was 2mm of the distal end of the stent exposed at the distal end of the distal sheath. The proximal end of the distal sheath was wrinkled 4mm distal to the proximal marker. The handle lock was in the locked position. The non-abbott guide wire was returned frozen in the guide wire lumen of the ses. There was 102.3cm of the guide wire extending from the tip of the ses. There was a bend in the guide wire 10cm proximal to the tip ball. A laser micrometer was used to measure the outer diameter the guide wire extending from the ses tip. There are several potential factors which could cause resistance, including, but not limited to, patient anatomy and morphology, the condition of the catheter being used, coagulation of blood or contrast in the lumen of the catheter and/or on the guide wire. In this case, it may be possible that coagulation of blood and contrast on the guide wire contributed to the resistance. This was further confirmed during functional testing of the returned product. During functional testing, an attempt was made to remove the guide wire from the ses, but there was strong resistance and was not able to remove. After soaking the ses and guide wire in a water bath, the guide wire was removed from the ses with no resistance noted. The guide wire was then backloaded again through the ses with no resistance noted. A laser micrometer was used to measure the outer diameter of the entire length of the non-abbott guide wire. A new abbott .035 guide wire was backloaded through the ses with no resistance noted, which met the manufacturing criteria. The wrinkling in the distal sheath and movement of the stent is likely due to handling while attempting to free the guide wire from the absolute pro and likely did not contribute to the resistance. It should be noted that the indication for use in the product instruction for use indicates that, the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the resistance was noted out of the body; therefore it does not appear that the intended off-label use contributed to the reported difficulties. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. All sheathed stents are visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are visually inspected for damage/kinks. Overall, the resistance, wrinkling in the distal sheath and difficulty removing the guide wire appear to be related to circumstances during the procedure. There is no indication of a product related deficiency.